Manufacturer narrative:
Investigation included user interview, review of device software performance, and assessment of cgm data transmission. Investigation of this case revealed a brief cgm sensing or communication issue temporally associated with the event, with subsequent algorithm-driven correction. It was concluded that the hyperglycemia had an unclear cause with a contributing cgm sensor issue, and device function was consistent with design once adequate sensor data were restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a hyperglycemic event with blood glucose exceeding 400 mg/dl, accompanied by a brief cgm sensor issue that interfered with the ilet¿s receipt of updated glucose data; the ilet delivered correction doses and subsequently returned glucose to range. Symptoms included confusion and sweating consistent with hyperglycemia. Outcomes included correction and recovery without hospitalization or medical intervention beyond use of the ilet system.